Event description:
During a tips procedure, the gore tips endoprosthesis was mistakenly deployed in the ivc, which resulted in the device being in the right atrium. The device was retrieved using a gooseneck catheter via femoral artery access. After device removal, the procedure was discontinued with plans to perform the procedure at a later date. The physician was reported to be an inexperienced tips user, which was not allowed to perform device insertion without the presence of an experienced colleague. The physician believed the device did not cause or contribute to the event. No further info is available.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.